Manufacturer narrative:
Exemption number e2019001. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x19 mm graftmaster stent was intended to be used in the left anterior descending (lad) coronary artery to treat a perforation. After several unsuccessful attempts to cross the lad were made with the graftmaster, it was removed. There were no other device issues with the first graftmaster. Another same size graftmaster was inserted and was able to cross the lad. The procedure was completed successfully with the second graftmaster. No additional information was provided.